Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional, but device did vibrate.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the device failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker. A CAPA has been initiated for this issue.

Manufacturer narrative:
(B)(4).